Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 04 march 2020 and on 09 march 2020. E.1: initial reporter phone: (B)(6). [Conclusion]: the healthcare professional reported an arterial dissection event occurred during the mechanical thrombectomy procedure with the use of an embotrap ii revascularization device (et007521 / 19g117av). At the time of the complaint initiation, no further informatjon was provided. On 04 march 2020, additional event information was received. The patient had initially present with a right internal carotid artery (ica) and right middle cerebral artery (mca) occlusion with the associated stroke. The vessel diameter was 2mm and the estimated clot length was 4mm. The patient¿s baseline nih stroke scale (nihss) score was 7 and the treatment in cerebral infarction (tici) score was 0. The patient also had stroke symptoms that included hemiphegia and dysarthria. The patient subsequently underwent an endovascular mechanical thrombectomy using a 5 x 21mm embotrap ii revascularization device (et007521 / 19g117av), trevo® retriever (stryker), sofia® aspiration catheter (microvention-terumo), and traxcess® guidewire (microvention-terumo). The first pass was made with the embotrap device that resulted in a tici score of 2b. The second pass was also made with the embotrap device that resulted in a tici score of 2a. Following the second pass, a dissection occurred at the m1 bifurcation segment of the mca. The dissection could not be treated as it was not possible to pass the dissection with a guidewire. The nihss score increased to 15 as a result of the dissection. The event also resulted in a procedural delay of +1 hour which was considered as clinically significant as general anesthesia was required. The third and final pass was made with the trevo® retriever which resulted in a tici score of 2a. It was reported that there was no resistance encountered in crossing the clot or during withdrawal when the clot was being removed (e.g. On initial movement of the device or on withdrawing into the intermediate/guide catheter). Heparin was not administered during the procedure; the patient was on chronic antiplatelet therapy. The patient was reported to have expired on post-operative day three. On 09 march 2020, additional information was received that indicated that the date of the procedure was 07 february 2020. The reported arterial dissection was flow limiting as it resulted in a blockage of the upper branch of the right mca. On 10 february 2020, post-operative day 3, it was reported that the patient expired due to pulmonary embolism. Based on complaint information, the device was not available to be returned for analysis. A review of the device history record (DHR) associated with this lot (19g117av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. There was no report of any device malfunction. As such, the investigation will be closed. Arterial dissection is a well-known extensively documented potential complication associated with endovascular mechanical thrombectomy and are listed in the embotrap instructions for use (IFU) as such. The root cause of the event cannot be determined based on the information available for review and without procedural images/angiographs; however, clinical and procedural factors including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery are all factors that may contribute to dissection. There was no report of a device malfunction or performance issue associated with the event such as unusual friction or resistance. Additional information received indicated that the patient expired on post-operative day three due to pulmonary embolism. There is no evidence to suggest that the pulmonary embolism and death was a consequence of the dissection; the pulmonary embolism is likely to pre-existing comorbidities or ones secondary to the baseline stroke. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. The device lot number is not available/not reported. The expiration date of the device is not known. The name, phone and email address of the initial reporter are not available/reported. The device manufacture date is not known as the product lot number of the device is not available/not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported an arterial dissection event occurred during the mechanical thrombectomy procedure with the use of an embotrap ii revascularization device (unknown product code/lot# unknown). No further information was provided at the time of the complaint initiation.